Event description:
An implant card was received on (B)(6) 2013 stating that the patient was re-implanted with an m102 on (B)(6) 2013 for prophylactic reasons. Lead impedance is ok. The explanted generator was received on (B)(6) 2013 for product analysis. Additional attempts to contact the physician was made but were unsuccessful to date.

Event description:
It was reported that the patient had increase in seizures. A battery life calculation was performed which showed 4.23 years remaining until end of service. The patient's generator was replaced on (B)(6) 2013.

Event description:
Product analysis was performed and results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.